Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
One pacing catheter with attached monoject 1.3 ml limited volume syringe was returned for evaluation. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injecting air. No visible damage or deterioration to the balloon latex or balloon winding sites was found. The balloon deflated within specification within 1 second without the syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter or syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air. Visual examinations were performed under microscope at 10x magnification. Customer report that balloon "was unable to deflate¿ was not confirmed. There was no evidence of a manufacturing nonconformance. It is unknown if procedural factors or device handling may have contributed to the event reported. No further actions will be taken at this time.

Event description:
It was reported that "it was unable to deflate the balloon before use. It is unknown if the inflation syringe was removed from the gate valve or not." There were no patient complications reported.